Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call watchdog timeout alarm and an unexpected restart alarm. Customer's blood glucose level was 190 mg/dl. Troubleshooting for the watchdog timeout alarm was performed. Customer was advised the alarm is a program safety alarm and the static may cause the alarm. Customer removed the battery for 5 minutes and the screen did not come back up. Customer advised after they reinserted the battery into the device they received an unexpected restart alarm.